Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the cardiac resynchronization therapy defibrillator (crt-d) there were high left ventricular impedance measurements in various vectors, as well as high thresholds and no capture in all but one vector. A set screw issue was suspected. It was noted that the set screw had been reset during the initial implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw. Visual examination of the connector noted no anomalies. Evaluation of the setscrew was damaged. The cause was unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.